Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that a problem with the sampling mechanism was the likely root cause; and that the issue was resolved with the service visit from (B)(6) 2014.

Manufacturer narrative:
On follow up with the customer, they indicated that they are running the hba1c samples on one c311 and then repeat the sample on the other c311. If the samples do not match, they are sent out for testing. No additional data has been provided.

Manufacturer narrative:
On further follow up with the customer, they indicated that there have been no further issues since the service visit on (B)(6) 2014.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for tina-quant hemoglobin a1c gen.2 (hba1c) on two patient samples. Of the two, it was determined that one sample had erroneous results that were reported outside of the laboratory. The customer indicated the issue was intermittent. The initial hba1c result was 8.5%, which was reported outside of the laboratory and was questioned by the physician. The sample was repeated on the original instrument and generated a result of 6.8%. The sample was then sent for testing at another facility and generated a result of 6.5%. The customer deemed the result from the other facility to be the correct result. The customer could not provide any information whether or not the patient was adversely affected. The lot number of hba1c reagent in use was 68050701, with an expiration date of 05/31/2014. On (B)(6) 2014, the field service representative (fsr) was unable to determine a cause. He also noted that the problem had been re-occuring. The customer had been advised regarding hba1c sample handling. The customer calibration and qc was within their specifications. The fsr indicated that the customer only uses one of their two instruments for hba1c testing. The customer has begun running hba1c samples on both of their instruments. The customer continued to have questionable results, and the fsr went back to the customer site on (B)(6) 2014. On (B)(6) 2014, the fsr was unable to determine the cause and could not duplicate the problem while on-site. The customer had performed a precision run, which was within their specification. The fsr performed multiple maintenance activities. The fsr also ordered valves for replacement. He performed mechanism checks with no problems and the customer's qc results were within their expectations.